Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues with the insulin pump buttons and buttons were hard to press. The customer blood glucose level was 230 mg/dl. The customer was assisted with troubleshooting. Customer states that numbers were ramping on their own. Customer states the scroll bar was moving with no input. Customer states that there was no response from any button. Customer states the minute change in insulin pump. Customer states they did not press a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.